Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she wanted to change to an insulin pump that had the ability to suspend. Customer also reported a past event in which she had a blood glucose level of 28 mg/dl due to an allergic reaction to medication. The insulin pump was not replaced or returned for analysis.